Event description:
It was reported that the cardiac monitor (icm) the device showed low values of the signal, so false episodes were detected due to this issue. The physician decided to relocate the device. The device is working in a correct way. No patient complications have been reported as a result of this event.